Event description:
During insertion of the subject device, surgeon hit the posterior cortex and kept hammering. On fluro he noticed the tip of the nail had bent. He continued with implantation. Just prior to the fracture site he noticed nail was still bent and removed the nail. When the nail came out the tip was not attached. Surgeon had to open the closed fracture to retrieve the tip of the nail.